Manufacturer narrative:
(B)(4)'s investigations have confirmed that extended incubation (ie overnight) of blood/treatment reagent mixtures at room temperature or incubation at high temperatures (ie, 60 c) improved test results for some blood specimens. Studies suggest the venous blood collection tube contributes to the low results as similar low results are not observed with capillary blood samples. (B)(4) is continuing investigations on to determine root cause of suppressed results with venous bloods. Current labeling indicates that venous samples should not be used on the leadcare system. Comment: same device kit from customer could not be used. The lot 1404au materials were from magellan inventory. Case number; (B)(4). Late filing is part of (B)(4).

Event description:
Samples tested with leadcare ultra produced results that were low when compared to the reference method (unspecified). Blood/treatment reagent mixtures that were retested following an hour long incubation produced different results.